Event description:
Customer alleged blood glucose results of 183 mg/dl and 40 mg/dl when testing was performed within seconds to minutes on the compact plus system. Customer reported having low blood glucose symptoms. Customer reported self-treating with orange juice or food and feeling better within minutes. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.